Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this lead exhibited loss of capture. As a result it ws surgically abandoned and successfully replaced.